Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their recharger (rtm) hadn't been working for the last 2 months. Pt said they would be able to start recharging the ins and then the controller would start flashing yellow and they would have to restart the charging process over (pt said it took them 3 hours to recharge their ins). Pt mentioned they would take the battery out of the controller to reset it and it would work for a little bit after resetting and shortly after resetting would start having issues again. Pt said they had seen error messages a few times but could not remember the details of the screens. Pt inspected the rtm and controller port; pt did not notice any damage. Pt said the rtm gets warm when recharging but does not get hot. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed there was a recharge antenna failure, poor recharging quality, cable insulation is peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.